Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a bravo capsule placement failure. They are not sure if it was a failure to attach or failure to detach. It is not stated if the defective device will be returned. Technical support has attempted to contact the customer several times regarding this case and has left several messages.